Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b18, b20. Continued h.6. Investigation conclusions code: d1102, d1101. Clarification to section c. Suspect product: lot number 963/3. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the upper cheek with .01 cc of skinvive¿ by juvéderm® reusing the syringe. The patient immediately experienced a ¿vascular occlusion¿ at the injection site and was treated with hylenex. A cap refill was achieved. The event resolved that day.